Event description:
It was reported the implanted intraocular lens(iol) was removed and replaced without complication at 2 months post-operative due to the improper iol power implanted.

Manufacturer narrative:
The returned cartridge was inspected and results show a heavy dent on the cartridge tip and stress mark on both sides of the cartridge tube. Our investigation identified no process step in the manufacturing that could generate the type of damage observed in the returned product suggesting this occurred during use by the end user. All information available is contained in this report.

Manufacturer narrative:
The intraocular lens (iol) was received and the diopter measured correct as labeled, 18.0 diopters. Resolution, astigmatism and focal length met all manufacturing specifications. While we were unable to determine the definitive cause of this event, our investigation reasonably suggests, it is not manufacturing related.